Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent low and high glucose following meals, with lows occurring postprandially consistent with maladaptation of the algorithm, and the user reported high physical activity, high-protein meals, and inconsistent meal announcements. Symptoms included hypoglycemia and hyperglycemia. Outcomes included user self-treatment of hypoglycemia with oral glucose per the 15 g every 15 minutes method and no hospitalization. Investigation included clinical troubleshooting and user education, review of reported glucose trends, and a factory reset of the ilet with guidance to use the usual target and to maintain consistent meal announcements. Investigation of this case revealed no device malfunction and suggested use-related factors, including inconsistent meal announcement behavior and dietary pattern, as contributors to algorithm maladaptation leading to glycemic excursions. It was concluded, based on previously established findings for similar reports, that the cause was use-related, with algorithm maladaptation resolved through factory reset and adherence to consistent meal announcement practices.